Manufacturer narrative:
(B)(4). D-4: this device is sold outside the us and therefore no gudid information exists. This device is considered similar to (B)(4). G2: foreign - event occurred in spain. G-4: the reported product is not sold in the us, the pre-market submission number for the similar product sold in the us is k050441. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that once the plastic blister was fractured when the product was opened, the outer carton box did not have any damage. Due diligence is in progress for this complaint; to date no additional information or product has been received.